Event description:
During a device replacement procedure, there was some difficulty assembling the device connector. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported field event of difficulty assembling the device connector could not be confirmed in the lab. Bench testing was performed, which includes impedance, sensing, pacing, and high voltage shock and the device performance was normal. A longevity calculation was also performed and the battery depleted normally.